Event description:
It was reported that during internal carotid artery (ica) - posterior communicating artery (pcom artery) case, resistance was felt at the hub when inserting subject stent into microcatheter. Once inside the microcatheter, while deploying it, subject stent got broken inside the microcatheter. Therefore, the entire microcatheter along with the subject stent was removed from the body. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully with another device.

Event description:
It was reported that during internal carotid artery (ica) - posterior communicating artery (pcom artery) case, resistance was felt at the hub when inserting subject stent into microcatheter. Once inside the microcatheter, while deploying it, subject stent got broken inside the microcatheter. Therefore, the entire microcatheter along with the subject stent was removed from the body. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully with another device.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that subject stent was not returned for analysis. The subject stent introducer sheath distal tip was found to be intact, and stent delivery wire (sdw) was found to be kinked/bent. The sdw was found to be located in the microcatheter with the proximal end protruding from the microcatheter hub and the distal end of the sdw protruding from the distal end of the microcatheter. Blood was noted on the microcatheter during analysis. The microcatheter hub and tip were found to be intact and no damage was noted to the microcatheter shaft. Functional test could not be performed as subject stent was not returned and a 0.016" patency mandrel was advanced through the microcatheter, and the subject stent was not present. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code 'stent broken/fractured during use' was undeterminable as the subject stent was not returned for analysis and the subject stent was not present inside the microcatheter as was inferred in the event description. The second as reported code 'stent difficult / unable to transfer' could not be duplicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was reported to have been set up and maintained throughout the clinical procedure. However, there was evidence of blood as far back as the proximal end (hub end) of the returned microcatheter. This suggests that insufficient continuous flow may have been a contributing factor in this complaint device. It was reported that 'resistance was encountered at the hub when attempted to insert the subject stent; however, the operator delivered the stent as it was and attempted to deploy it. When he tried to deploy the product, the stent was not present, and the stent had been broken off inside the microcatheter during delivery. Therefore, the entire microcatheter was removed from the body, and a new microcatheter and stent were opened to continue the procedure'. In the follow-up good faith efforts (gfe) questions the user restated that the subject stent had not prematurely deployed inside the microcatheter lumen. Instead, it had broken off [please confirm if the stent got prematurely deployed inside the microcatheter: no, broken off]. The subject stent was not returned for analysis. The microcatheter which was involved in this incident was returned and the stent delivery wire (sdw) was present inside this microcatheter. The sdw was removed and noted to be kinked/bent towards the distal end of the wire. A patency mandrel was advanced through the microcatheter lumen and there was no evidence of the stent being present. The introducer sheath was returned, and this was undamaged. It is possible that the introducer sheath was initially set up correctly but subsequently moved proximally prior to subject stent advancement out of the sheath. This would explain the lack of damage to the sheath tip and also explains the reported resistance encountered at the hub when attempting to transfer the subject stent from the sheath into the microcatheter lumen. Proximal movement of the sheath would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the subject stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the subject stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the subject stent through the microcatheter. This resistance in advancing the subject stent could then lead to the damage noted to the sdw. What is unclear is where the subject stent had gone when the device was returned for analysis to the complaints lab. The as reported code 'stent difficult/unable to transfer' as well as the as analyzed code sdw kinked/bent will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of undeterminable is assigned to the remaining as reported code 'stent broken/fractured during use'.